Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the d860 table raised and leveled without anyone touching the table while the patient was on the table and with trocars inside the body. The foot end of the table (the table was in reverse trendelenburg) started to level and after it leveled out the entire table rose slightly. The anesthesiologist did not have the control pendant in their hand and as the foot end started to rise, the anesthesiologist took the control piece and tried to stop it but it did not work. The physician took about 5 to 8 minutes to verify that no damage had been done and that the case could be completed safely. There were no reported injuries or adverse consequences.

Manufacturer narrative:
It was reported, "st marks hosp - it was called in stating that the d860 table (s/n: (B)(6)) rised and leveled without anyone touching the table while the patient was on the table and with trocars inside the body.", additional details provided was that "by his recollection, the case was almost finished and they were preparing to remove the robot when suddenly the foot end of the table ( the table was in reverse trendelenburg) started to level and after it leveled out the entire table rose slightly. The anesthesiologist did not have the control pendant in their hand and as the foot end started to rise, the anesthesiologist took the control piece and tried to stop it but it did not work. The trocars were still in the patient and the robot arms were connected to those trocars. There was a concern that there was some internal damage or injury to the patient from the leveling. The physician took about 5 to 8 minutes to verify that no damage had been done and that the case could be completed safely. After verifying that the patient was unharmed, they were able to complete the case and remove the robot and trocars. After the table had leveled, it locked itself into position and they were unable to unlock or adjust anything or lower the table. He thinks he remembers that the table was unplugged at the time and so they plugged the table in to wall outlet and another staff member was called in after the case finished. They replaced the control pendant with a different control piece from another table and they were able to at least unlock the table and get it out of the room and into the hallway where it currently is." To address this issue a stryker field service technician would normally be sent out. The customer was given a work order quote on (B)(6) 2024 since the table is no longer under warranty. Since the work order quote has yet to be filled out and a po for the service technician to be sent, there is no additional information available on the table itself. If a po is placed and a field service technician is able to perform the investigation/repair then the complaint will be updated. This issue was discovered during a procedure and there no patient involvement and no adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored. Since there was no service technician sent out for further investigation due to a lack of a po, the root cause of the issue could not be determined. If any further information is received, a supplemental will be filed.

Event description:
It was reported that the d860 table raised and leveled without anyone touching the table while the patient was on the table and with trocars inside the body. The foot end of the table (the table was in reverse trendelenburg) started to level and after it leveled out the entire table rose slightly. The anesthesiologist did not have the control pendant in their hand and as the foot end started to rise, the anesthesiologist took the control piece and tried to stop it but it did not work. The physician took about 5 to 8 minutes to verify that no damage had been done and that the case could be completed safely. There were no reported injuries or adverse consequences.